Manufacturer narrative:
B5: remove the statement: ¿the issue was further described as, ¿the tubing was cut in half, none leaked onto the floor.¿ (incorrectly reported on initial). H6: remove medical device problem code: a1203 and replace with a050401. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set had a leak at the tubing and chamber connection (junction). The issue was further described as, ¿the tubing was cut in half, none leaked onto the floor¿. This was identified when the infusion set-up with a cisplatin bag was hung by the registered nurse. As a result, the cisplatin bag was returned to pharmacy and a new bag was prepared. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.